Event description:
Distal end of driver is sharp breaking fiberwire #2 four times. Screw fell off and lodged in pt's elbow. Extra incision had to be made to retrieve screw. The procedure was completed successfully. This device is used for treatment.